Manufacturer narrative:
(B) (4). The ge svc rep rebooted the workstation. The unit is working as intended. (B) (4)

Event description:
The customer reported that an interlock error displayed upon boot up.